Event description:
The customer reported a possible overcollection during a procedure on a rika device. Donor ID, age, weight and outcome are unknown at this time. Collection ID #: (B)(6) the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed the ac infusion rate was 0.1523 ml/min/l which is below the 1.0 ml/min/l limit for rika. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported a possible over collection during a procedure on a rika device. Donor ID, age, weight and outcome are unknown at this time. Collection ID #: (B)(4). The collection set is not available for return because it was discarded by the customer.